Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value on (B)(6) 2017. Customer was taken to the emergency room due to the high blood glucose. Customer¿s blood glucose value was 584mg/dl at the hospital. She was brought down to 402mg/dl and then to 220mg/dl. She was given 15 u of insulin then let go form hospital. Customer¿s current blood glucose value was 405 mg/dl. Drive support cap was normal. Customer was wearing the pump during hospitalization. Insulin pump will not be returned for analysis.